Manufacturer narrative:
Title: prolonged intermittent renal replacement therapy for acute kidney injury in covid-19 patients with acute respiratory distress syndrome source: blood purification 2021;50:355363. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature case study, this was a single-center, prospective, observational study performed at a tertiary reference hospital designated to treat exclusively patients with covid-19 from march 16, 2020 to june 24, 2020. The study identified 224 covid-19 patients admitted to the ICU. 21 (15%) initiated prolonged intermittent renal replacement therapy (pirrt) and 9 (43%) of those patients died. None of the deaths were directly or indirectly related to adverse events during the prolonged intermittent renal replacement therapy (pirrt) session.